Manufacturer narrative:
No ophthalmic gas dispensing regulator has been confirmed to be received by the contract manufacturer for evaluation. No investigation results have been received from the contract manufacturer to date. A review of complaints for the last 12 months did indicate one additional related report for the reported lot number. With no additional related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Per the contract manufacturer's evaluation, one regulator from the reported lot number was received in good condition. The regulator was put through final inspection and test where the initial flow rate was found to be zero, confirming the reported event. After further evaluation, the regulator could be adjusted to meet final release criteria. The o-rings set after being in one position for some period and the lower output pressure is insufficient to get them moving properly. The regulator could be adjusted to meet final release criteria again. A review of the batch production record for the reported lot number showed no unusual manufacturing issues. At the time of the contract manufacturer's evaluation, a review of the complaint records showed three prior complaints against the reported lot. The root cause can be attributed to the o-rings set after being in one position for some period and the lower output pressure is insufficient to get them moving properly. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator would register pressure on the gauge, but would not allow anything to come out the other end. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the gas regulator would not dispense gas during set up prior to surgery thus, there was no patient involvement and no patient impact. The patient procedure was referred to another facility whereby the surgery was performed without issue.